Manufacturer narrative:
We received one 746f8 catheter with 1 - monoject limited volume syringe for examination. No pressure monitoring device was returned. The reported event of pa pressure issue was confirmed. Examination of the catheter found it to be kinked 5cm distal of the backform. This condition will dampen the waveform. The catheter optics was tested on the vigilance ii monitor while seated in laboratory cal cup, and the catheter failed in-vitro calibration. The connector housing was opened and the fibers were examined. No light leakage was observed from the fibers. A closer examination found that one fiber was not working and the other appeared to be putting out low light. The fibers were removed from the catheter and one was found broken and the other kinked at the same location as the kink in the catheter body.. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All thru-lumens were patent and did not leak. The eeprom data was found to be normal, both the stored data and the computed data matched. The catheter ran cco for 5 minutes on the vigilance ii system. Resistance value of thermal filament circuit was measured and found to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that before use the pa pressure was reading in the 30's. No message was seen on the monitor. Another catheter was used and worked successfully. No patient complications were reported. The actual occurrence date is unknown.